Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was poor communication between the patient programmer and the implantable neurostimulator (ins). The patient tried changing the batteries but the patient programmer was still not working to turn her device on/off. A poor communication screen was noted. The patient does not use the antenna. When instructed to place the patient programmer directly over the implantable neurostimulator (ins) on the skin, a reposition antenna and poor communication screen was seen. It was noted that the patient was in a lot of pain. It is unknown when the issues began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.